Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event was confirmed in the laboratory. The device was interrogated and programmer printouts revealed a sharp decline in voltage from 2.55 v to less than 2.20 v within a one month period. The device was cut open for visual inspection. A new replacement battery was attached to the device examined on the bench and with our automated electrical testing system. No sources of high current drain were found. The battery was sent out for analysis and the cause of the premature battery depletion was due to an internal short within the battery.

Event description:
It was reported that the patient came in and had no shocks but the battery was at eol. Three months before it was at above eri.